Event description:
Customer reported that they experienced hypoglycemia and hyperglycemia multiple times that required emergency medical assistance and hospitalizations. Customer had low blood glucose episodes but no dates were given. One happened at home where they passed out and another time was during a doctor's visit. Emergency medical services were called on both instances that led to admission to the hospital. Customer also had high reading incidents where blood glucose were ranging from 700 to 787 mg/dl. Emergency medical services were dispatched and resulted subsequent hospitalization. One hospitalization was on (B)(6) 2021 due to diabetic ketoacidosis and another one was on (B)(6) 2021. Customer alleged the insulin pump under delivered insulin. Customer was using the auto mode or smartguard feature at the time of the high blood glucose event. Customer was now on injections for diabetes management.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to the hospital on (B)(6) 2021 due to diabetic ketoacidosis and hyperglycemia. Customer blood glucose level was 786 mg/dl when admitted to hospital. Customer current blood glucose level was 126 mg/dl. Customer stated that they had a symptoms like felt unwell, headache, tired and altered vision. Customer was treated in hospital with intravenous insulin infusion. The device will not be returned for analysis.